Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample, and the catheter was received assemble with a two-piece connector. An attempt to infuse water through the proximal segment of the catheter using a 12ml syringe revealed it to be patent to infusion; however, a leak was observed emanating from beneath the connector strain-relief sleeve. Following disassembly of the connector, a split was observed in the catheter at the proximal end of the connector cannula. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. Microscopic inspection of the split revealed sharply defined granular fracture edges. Deformation and discoloration were observed in the vicinity of the split. Inspection of the proximal end of the connector stent revealed bunched catheter material extending past the proximal end of the compression sleeve. The split features, tensile weakness, deformation were consistent with damage caused by contact between the connector cannula and the catheter during catheter/connector assembly. The bunched catheter material suggested that the catheter was bunched/inserted too far onto the stent. The product IFU states ¿gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks¿. A lot history review (lhr) of rebx0515 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the leakage occurred near the connection part between the catheter and the catheter connector. There was no reported patient injury.